Event description:
The customer's grandmother reported via phone call indicating that the insulin pump alarm motor error, no delivery and damage. Customer's blood glucose was 195 mg/dl. After troubleshooting was done, the customer was advised to discontinue the device and rever tto backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call that the insulin pump alarm off no power. The customer was advise to insert new energizer aaa alkaline batttery. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.